Event description:
It was reported to medtronic minimed that the customer experienced no communication between sensor and the mobile device with no internet connection and server error message. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8401.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Customer is using medtronic managed device samsung galaxy a13 with android os version 13. Starting this month, the new google play integrity policy requires phones with android 13 or above have a security patch within 1 year to pass its strongest device/app attestation. Diabetes business partners had requested the implementation of the october 2024 security patch on managed a13 devices to help mitigate the google play integrity error seen with the simplera application. Samsung knox e-fota is being utilized to remotely push firmware updates to devices in the field, with updates scheduled at specific times to minimize user disruption. This solution has now been deployed. For managed samsung galaxy a13 devices where the issue is not related to the application itself, tickets should be routed to the hcit team. Issue confirmed to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: for issues related to medtronic-managed devices, please escalate to hcit team to their rs mail box. To request an os and security patch update for the monitor, contact the healthcare it team at: rs.healthcareitsupport-global@medtronic.com the current issue appears to be linked to an os update that was deployed on monday to smart mdi devices, which includes the october 2024 security patch. For this current launcher stuck screen issue, please try to reboot the device 2 to 3 times, and see if that solves the issue, if not escalate it to rs.healthcareitsupport-global@medtronic.com the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.